Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a patient sample with a known anti-jk(a) yielded a false negative antibody screening test with biotestcell 3 on tango optimo. The customer did return the supposedly defective product and also the patient sample that had caused a false negative test result. For investigational testing. The returned customer sample of biotescell 3 was completely haemolysed upon arrival at bmd, so our quality control laboratory decided to test their retained sample of the allegedly defective lot. Testing of the patient sample showed a +/- reaction with cell # 1 of biotestcell 2 (cell # 1 is jka+b) on tango optimo. Cell # 2 and # 3 (both jka-b+) yielded a negative reaction. An unambiguous visual evaluation was not possible because the reaction looked unusual. The cause for this unusual reaction is undetermined but strongly assumed to be patient sample related since the unusual reaction exclusively occured with the patient sample. The patient sample was further tested in 3 phase tube test: the reaction in immediate spin as well as with an incubation 37 &#2051; and in indirect antiglobulin test were negative. Positive reaction were obtained in tube test with bromelin as well as with incubation in tube with 2 to 8 degrees celsius (60 minutes). On both tests all three screening cells reacted positive and not only jk(a) (positive screening cell). The test in the diamed gelcard showed a mixed field. Based on our investigation results and contrary to the customers insistence, we cannot confirm an anti-jk(a). The correct function of biotestcell 3 was confirmed with negative and positive control as well as anti-jk(a). We did not observe any false negative reactions. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The tango optimo on which the false negative test result occured was inspected by our field service team with no indication of a malfunction of the instrument.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a patient sample with a known anti-jk(a) yielded a false negative antibody screening test with biotestcell 3 on tango optimo. The customer did return the supposedly defective product and the patient sample that caused a false negative test result. Testing in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The tango optimo on which the false negative test result occured was inspected by our field service team. It is working within its specifications. We have no instigation to suspect instrument performance issues to be causative for the reported problem, since the qc run on the tango optimo has successfully been performed and when repeated on another tango optimo instrument (s/n (B)(4)), the same negative result for anti-jka has been obtained.